Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4). F/g, promus element,mr,ous 2.75x20mm stent delivery catheter was returned for analysis without a stent. Stent not returned. Stent separated from the stent delivery system. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present however they were relaxed from their original tightly folded position. It was not possible to conclude if any positive pressure had been applied to the balloon. A visual and tactile examination of the hypotube and the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25jul2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.